Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a posterior spine fusion with expedium 5.5 ti in 2012. The construct was a unilateral construct on the right side from l4-s1. According to dr (B)(6), the patient did not heal and developed adjacent level issues as well. Dr (B)(6) removed the hardware from 2012. The s1 screw was broken about 10mm below the head of the screw. The distal part of the screw was not retrievable and remains in the patient. Dr (B)(6) placed new expedium screws from l2- ilium. He was able to place a new screw in the right s1 pedicle to the lateral side of the broken screw fragment. During placement of the screws, dr (B)(6) broke a driver tip of the expedium nav driver 2797-34-000n while placing the right l5 screw. He placed a short rod in the screw and locked it down and then helicoptered the screw out that had the driver tip fragment. He then placed a new screw with the new expedium nav driver. Dr (B)(6) completed the procedure successfully without harm to the patient. The hardware from the 2012 surgery was retained by the patient. The broken expedium nav driver will be returned and I need a replacement for this.